Event description:
Pt. States, that she felt as if a nerve was pinched at the site of treatment about one month after she had implants. She later had pain and an abscessed tooth that had to be removed. Pt still has pain.